Manufacturer narrative:
Software log analysis was performed. It was noted that the suspected cause of the reported behavior was the cleared user-facing low- performance warning. However, there was insufficient information to confirm the cause of the issue. Codes b01, c19, and previously reported code d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID:  9735762, software version: 2.0.1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there were six separate instances where the system became unresponsive during six separate spine cases using the naivgation system with the imaging system. The system was becoming unresponsive for "almost every case." For this instance,  the system became unresponsive when the site was using an instrument after registration. After rebooting the system, the surgery completed as expected. This case occurred on (B)(6) 2023. The medtronic representative (rep) was onsite to troubleshoot the system. One countermeasure to address unresponsiveness was to delete unused patient archives. The patient archives were deleted off of the system before these cases could be generated. Therefore, the patient archives cannot be provided for software analysis. Delay in surgery and patient outcome were not provided.